Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported that on (B)(6) 2018, a 009300xspt assembly, 9300xsp l/s w/awos t, the light was melting the turret sleeve internally. Additional information received on 05apr2018 indicating that smoke was observed when the unit was turned on. No patient contact or injury reported.

Manufacturer narrative:
The device was returned for evaluation. Inspection of the returned 009300 light source found the focal lens and one of the hot mirrors were broken out of their holders and loose in the unit. The lamp insulator and the turret were partially melted and the power entry module was loose. The reported complaint is confirmed. The root cause is due to the physical damage allowing the full intensity of the beam to strike the turret and result in the melting as reported. There were no deviations or non-conformances during the manufacturing process. In addition, no manufacturing or design related issues were confirmed.